Event description:
It was reported that sterile water did not drain from the foley catheter during pre-test.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not drain from the foley catheter during pre-test. Per notification from ucc on 08dec2025, it was reported that asymmetrical balloon was found during sample evaluation on 30sep2025. Per notification from ucc on 08dec2025, it was reported that difficult to deflate issue against the returned syringe was found during evaluation on 30sep2025.

Manufacturer narrative:
The reported event was confirmed- other. Received (3) photo samples. The photo sample was returned and could not be evaluated for the reported failure. The material number for sample return is different from the material number reported. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with return syringe. Visual inspection of the sample noted using the return syringe, inflated balloon with 10 ml of solution using the and the catheter rested with no leaks noted. The balloon was asymmetrical. Attempted to deflate balloon passively and only 4ml deflated within 5min could be withdrawn using the return syringe. Using the (in-house) luer lock syringe, deflated balloon 10ml passively within 01min36sec. The reported event is confirmed against the returned syringe. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.